Manufacturer narrative:
Exp date unk as lot is unk. (B)(4). Manufacture date: unk as lot is unk. The introducer was returned in a used and damaged condition. A visual examination determined the cap had separated from the sheath with the flare intact. The cap, sheath i.d. (Inner diameter) and flare sizes were found to spec. Per quality control spec, there is 100% inspection, confirming correct sheath connecting cap and that the flare is caught securely in cap assembly. It is also verified that the sheath does not rotate and that the coil in sheath continues into cap. In addition, each flare is checked with appropriate flare gauge. This device is shipped with an instruction for use that informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. It is difficult to determine with any certainty why the physician experienced this failure mode for this product. While this complaint is relevant to the scope of a corrective action/preventative action for proximal fitting separation from sheaths, this was issued at mgmt discretion prior to the receipt of this complaint. Interim corrective action was implemented on 15 sep 2010 via (B)(4). No lot number was provided to determine if this product was affected by the noted change. The appropriate internal personnel have been notified of this complaint and we are continuing to monitor complaints for similar events.

Event description:
During a femoral artery access for leg procedure, the flexor ansel guiding sheath was over the wire guide when the check-flo hub pulled completely off. Hemostasis was lost. The sheath was immediately removed and replaced with a new sheath and blood flow ceased. Physician stated device failure caused some excess bleeding, although pt did not experience any adverse results in the long run.